Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently delivered 2 identical boluses and reported it was due to use error. Blood glucose was 31 mg/dl. Juice and food were consumed to address the low bg.